Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device does not cool properly.

Event description:
It was reported that the arctic sun device does not cool properly. Per wo evaluation results on 31mar2026, the fluid delivery line on the arctic sun device was leaking.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue is unconfirmed. The root cause of the reported issue is unable to be determined. The device was evaluated upon receipt. It was found that the device cooled and heated properly. The fluid delivery line was not airtight. The fluid delivery line was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed, label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.